Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of post procedural complication of stoma site bleeding. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Post procedural stoma site incision bleeding is known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced "severe" abdominal pain after the peg placement procedure. During wound car of the new stoma site, "heavy bleeding" was observed on incision wound, 2cm from the stoma. Neurologist examined and treated the site with two sutures, 3 steri-strips, and covered with gauze and bandage. The bleeding was controlled and the patient was discharged on (B)(6) 2025. The patient was instructed to follow up with primary care provider for suture removal.